Event description:
Reportedly, on (B)(6) 2024, a device was implanted and could be successfully interrogated with the programmer. However, a communication error was observed during the next interrogation. This error was not reproduced with another programmer.

Manufacturer narrative:
Analysis synthesis: - based on available information, the reported behavior most probably resulted from a disconnection of the usb connector of the programming head from the usb port of the programmer. - therefore, no anomaly is suspected on the programmer modules. - this case is recorded for trending purposes.

Event description:
Reportedly, on (B)(6) 2024, a device was implanted and could be successfully interrogated with the programmer. However, a communication error was observed during the next interrogation. This error was not reproduced with another programmer.